Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual examination of the returned product identified the sutures were not attached to the suture button or the carrier. The suture button has some scratches and gouging. One of the sutures is also frayed at one end. However, as no carrier was returned and it is unknown if the frayed suture was cut for removal, the reported event could not be confirmed. Device is used for treatment. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
(B)(4). G2: foreign- india customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during the surgery the button loop of the toggleloc broke from the femur bone during fixation. No adverse event has been reported as a result of the malfunction.